Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient was just implanted a day before the initial report and was calling in to report being under anaesthesia while being shown how to use their patient programmer (pp). At the time, they didn't know if stimulation was sending an "intense" enough signal to let the patient know they needed to urinate. Patient is still experiencing urgency, but it is not as bad as it was prior to implant. They were trying to increase stimulation, but their pp won't let them so the patient believes there's something wrong with their pp. Patient was able to sync with the ins and the call center had the patient check the ins icon, but there was no lightning bolt present. It was reviewed that the ins was off, and therefore, the patient can't increase stimulation. They were able to turn stimulation back on and how to increase stimulation was reviewed. The patient momentarily increased stimulation too quickly and felt uncomfortable stimulation. They decreased stimulation back down to a comfortable level where they felt stimulation in the correct area (labia). It was reviewed that it takes time for body to respond to therapy, therefore the patient should allow their body to adjust before making any further adjustments. Patient will follow up with their healthcare provider (hcp) to say they talked with the call center. Patient called in three days later to report the therapy is not working to control their urinary symptoms (spastic bladder and urgency). They keep turning stimulation up so they can feel it, but it was reviewed that the body gets use to the stimulation and adjustments should be made according to symptom control and not because stimulation cannot be felt. Patient says it immediately feels like they have to go to the bathroom. It was further reviewed that the therapy is not a cure, and the minimum goal for an effective application is (B)(4) symptom control. They are currently taking alprazolam to stop their bladder spasms. It was reviewed the ins therapy and medication should be discussed with their hcp. Patient says the symptoms are worse in the evenings and has had less than 50% symptom control since being implanted. Diary of stimulation changes was reviewed and the hcp told them to stay on the current program. They have increased stimulation from 1.3v to 2.3v. It was reviewed that the patient should wait 3-7 days before making another change. Patient will follow up with their hcp regarding the lack of therapeutic effect. Patient called in four days after the second call to report that the last program they tried did not control her urinary symptoms. The patient increased stimulation up so much that it felt like it was burning and like a lightning bolt had hit her and wound up turning off the device. The reason for the call today w as they wanted to know how to enable different programs and change programs. Instructions were given, the patient was able to change programs, and stimulation was felt at a comfortable level. It was recommended to monitor their symptoms after making this change and follow up with her doctor regarding symptoms. Patient again called back to report that all of a sudden their device wasn't working. Patient thought they could feel a tiny, tiny bit if pulse but didn't remember what level it was on. Patient tried pressing the "+" button on the patient programmer however it just sits there with an error message. Patient stated they knew the batteries were ok, so patient was walked through on the use of the patient programmer and they were able to get to the screen to turn the stimulation on. Patient inquired about what level they were on as they were able to feel stimulation. Patient did mention they were feeling too much but did not note if they decreased stim or not. Patient was on program 2 at 1.3 and then changed it to program 3 and thought they were now back to where they were. Patient stated that "whatever it was on, it was working fine." Patient further stated that they forgot about the lightning bolt and wasn't sure if they had accidently turned the device off. No further complications were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they never experienced therapeutic effect, the implant was not effective and that nothing has been effective. The patient reported that she had the implant removed (B)(6) 2018. The patient stated that she had it removed since it was not effective and would have limited her in having mris in the future. The patient noted that she is trying "pee tens therapy" and is hoping to see someone "at a rehabilitation center that does this kind of stuff." No further complications were anticipated/reported.